Manufacturer narrative:
(B)(4). Date sent: 3/28/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device misfired, had loose clips, and had clips coming off of the tissue. There was a notable delay of the procedure, but it was unknown how long the delay was. The fallen clips were retrieved laparoscopically. It was unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/30/2018. Batch # p9462c. Date device returned to manufacturer: 04/12/2018. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.